Manufacturer narrative:
The hba1c reagent lot number was 698241. The reagent expiration date was requested, but not provided. The last calibration performed on 12-dec-2023 was ok. Quality controls were within range on the day of the event. Upon review of the alarm trace, multiple abnormal cell blank alarms were observed. The field service engineer determined the optics were changed without running a cell blank. The engineer believed the photometer lamp may have been failing. The customer changed the lamp on (B)(6) 2023. The customer ran a cell blank prior to the engineer's arrival. Precision studies were performed and all results were within guidelines. The investigation determined that the customer's actions (running a cell blank) resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c513 analyzer commercial system. The customer provided an example of one patient sample with discrepant hba1c results. A physician questioned some high patient results, so the customer repeated the patient samples. Results were much lower upon repeat. The patient sample initially resulted in an hba1c value of 8.2 %. The sample was repeated on a second analyzer, resulting in a value of 5.11 %. The repeat value was deemed correct.